Event description:
The manufacturer received information from a nurse alleging a ventilator service required condition had occurred trilogy evo o2 device. A sales representative had replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code battery not charging fault in the device¿s event log. The manufacturer¿s service technician replaced the device's system printed circuit assembly board to address the issue. After the part was replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician confirmed the device was operating properly and clean it.